Event description:
It was reported that the patient presented in clinic for a follow up. An x-ray revealed dislodgement causing failure to capture and sensing issue on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was recovering after the procedure.